Event description:
The customer complains he had an allergic reaction due to catheterization.

Manufacturer narrative:
Batch documentation has been analyzed and reveals no defects or deviations relevant to this complaint. The product was not available to be returned. Without the benefit of examination and testing, wellspect hc is precluded from communicating on the conditions of the device or cause of the occurrence. Should the device or add'l info be rec'd, a f/u report will be filed.